Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer:

Event description:
There was no procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed on the forceps elevator and nozzle could not be identified and the root cause of the issues could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation . Device evaluation found the reported angulation problem was confirmed as low angulations were observed. The bending angle in the up / down / right / left direction did not meet the standard value due to wear of the angle wire. However, inspection found noted no image problems. Additionally, as noted, device evaluation found that the forceps elevator and the nozzle had foreign materials. These conditions were due to insufficient cleaning/handling problem. Additional findings include the following: water tightness was lost due to a deformation of the ultrasound connector / a deformation of the scope connector, the amount of water contact did not meet the standard value due to the nozzle clogging, the water supply volume did not meet the standard value due to clogging of the air / water tube, the distal end had a scratch, the acoustic lens had a scratch, the connecting tube had a scratch, the scope cover had a scratch, the grip had a scratch, the suction cylinder was shaved, the forceps channel port was shaved, switch 1 had a scratch, the switch box had a dent, the protector of the universal cord on the control section had a cut, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the scope connector had a scratch, the light guide cover glass had a dent, the electrical connector was dirty, and the color ring on the control section had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an angulation problem and an ultrasound image problem. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator and the nozzle had foreign materials. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.